Event description:
An outside law firm reported that a patient experienced ongoing issues following a left knee prosthesis. According to the operative report, the patient underwent a left total knee arthroplasty (tka) on (B)(6), 2020 for degenerative joint disease. The procedure was completed without intraoperative complications. Postoperatively, the patient reported persistent left knee pain despite conservative management, including physical therapy and corticosteroid injections. Clinical notes document continued pain in multiple regions of the knee. Bone scan imaging later demonstrated increased activity at the tip of the left tibial stem with associated pain, noted as possibly representing loosening or physiologic change. At follow-up on (B)(6) 2026, imaging demonstrated a left total knee prosthesis in place with lucency at the femoral component (posterior cut) and the femoral component appearing loose. Clinical findings included pain and suprapatellar clunk, with diagnoses of mechanical loosening and instability of the left knee prosthetic joint. No revision surgery or infection was documented in the available records. This report is filed under ais reference xc (B)(4).